Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported a large amount of insulin leaked into the cartridge compartment of her pump. Patient noticed moisture in inside of the cartridge compartment and removed the cartridge; smelled insulin. Patient stated the cartridge leaked. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.